Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. The fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an specified malfunction alarm occurred. Additionally, it was reported the insulin gauge was inaccurate. Customer's blood glucose was 318 mg/dl. Customer reverted to manual injections for alternate insulin therapy.